Event description:
There was an allegation of questionable results from the cobas e 801 analytical unit. The initial tsh result was 0.014 and the initial ft4 result was 1. No units of measure were provided. These results were reported outside of the laboratory. The patient was admitted to hospital and a new sample showed very different results. No specific data was provided. On (B)(6) 2023, the original sample was repeated. The tsh result was 2.140 and ft4 result was 16. No units of measure were provided. The tsh reagent lot number was 70639800. The ft4 reagent lot number was 67063400. The expiration dates were requested but were not provided.

Manufacturer narrative:
The field service engineer replaced the measuring cell and the gear pump head. The centrifugation time used by the customer was too short per the manufacturer's recommendations. The analyzer alarm trace contained several sample pipetting alarms and abnormal aspiration alarms. The investigation determined the issue was due to a hardware issue and a preanalytic issue.